Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was dead. The hcp was unable to provide any more detail and they were unsure if the patient tried to recharge the ins. No symptoms or further complications were reported. Patient reported their ins was replaced due to not having MRI potential, and ins ran out and was not working.